Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MFR report #: 2134265-2012-06810. It was reported that following a stenting treatment procedure, in stent restenosis occurred. The procedure treated the target lesion located in the moderately calcified and moderately tortuous proximal right coronary artery. An unspecified promus element stent was advanced and deployed in the target lesion. In (B)(6) 2012, the patient presented with a 99% in-stent restenosis of the previously implanted promus element stent. A 3.0x30mm apex balloon was advanced for treatment but the balloon ruptured at 6 atms on the 1st inflation. No further patient complications were reported and the patient status is stable. Additional information has been requested and is not available.